Event description:
Cotton has come off the tampon and been left inside me- vagina [foreign body in reproductive tract]. Cotton has come off the tampon [device breakage]. Case narrative: consumer reported via e-mail that 2 pieces of cotton have come off the tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.